Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 22/aug/2024 the patient developed symptoms of a stoma site infection. The patient saw a physician on (B)(6) 2024 and was advised to take panadol and nurofen. On (B)(6) 2024 a course of oral antibiotic augmentin duo forte was started. Approximately 0.5cm of red skin surrounds the peg- j tube, with green exudate coming out of peg-j tube. No offensive smell present. A small mass is palpable above the peg-j tube, approximately 3cm.